Event description:
Patient reported performing obtaining back-to-back blood glucose results of 206 mg/dl, 202 mg/dl, 157 mg/dl, 268 mg/dl, 187 mg/dl, and 104 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.